Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump lost power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump had intermittent power with the returned battery cap. The battery cap was unable to fully tighten and the ¿coin slot¿ on the top was stripped. The battery compartment was cracked and there was evidence of moisture contamination inside the compartment. The leak test confirmed the battery compartment crack. Unrelated to the original complaint, the audio bolus button cover had a tear, but the button was responsive. The pump cover was removed and there was no evidence of additional moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.